Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the compressor is loud. As stated on the repair doc additional malfunction: the power switch has a short circuit.